Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Customer stated the device slipped out of their hand and hit a bar stool rail. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 100 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump received with unresponsive act button due to unlocked connector at lcd board. Insulin pump received with severe scratches on lcd window.